Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.